Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file showed a no external power alarm while on the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed. The mpu (s/n-unknown) was not returned for analysis; however, a log file was submitted. The submitted log file contained approximately 7 days of data from (B)(6) 2019, per the time stamp. A no external power alarm while the controller was connected to a mpu was recorded at 03:25 pm on (B)(6) 2019. The mpu power was restored and the alarms cleared. Pump support was not affected and the system was supported by the backup battery during the event. There were no other unusual events noted within the log file and the controller operated the pump at the set speed throughout the log file. Requests for additional information about this event were made; however, at this time no response has been received. As a result, the root cause of the reported event was unable to be conclusively determined. To date, the product associated with the event has not been returned, and the complaint file will be closed accordingly. If the mobile power unit is returned at a later time, the complaint will be re-opened. Heartmate 3 patient handbook document, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook document, under section 3 ¿powering the system¿ explains how to use the mobile power unit. Connecting the power cord is also described in this section. The document referenced above warns the user to ¿avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. If there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop¿. No further information was provided. The manufacturer is closing the file on this event.